Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath (clear) us was selected for use. After crossing the septum with the versacross system, the physician was unable to advance the sheath due to a fibrotic septum. Predilation was attempted with a 14f dilator, which successfully crossed the septum. A second faradrive sheath was opened; however, the physician was still unable to advance it. A non boston scientific catheter was then opened, and the physician was able to cross the septum with this device, although he noted that passage remained difficult. Because he could not advance the faradrive sheath across the septum, the physician proceeded to perform the ablation using rf energy. The procedure was completed without patient complications.